Event description:
The customer reported that the system was shutting down without command. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The on/off switch was replaced. The system was then found to be operating as intended.